Event description:
The customer reported bms-936558 vs. Mdx-1106 research drug infused 8 minutes longer than expected. The infusion started at 1632 with vtbi 60ml to infuse over 60 minutes; the infusion ended at 1740. The customer alleged there was additional fluid remaining in the bag and it required extra vtbi programming to infuse the entire bag. There was no pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 03/19/2014. Internal file no: (B)(4) . The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.